Event description:
Related manufacturer's reference number for the adverse event: 2916596-2023-05669. Related manufacturer's reference number for the unknown controller alarm: 2916596-2023-05671.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The log file contained approximately 52.5 days of data (B)(6) 2023 per the timestamp). No external power and low voltage hazard alarms were captured on (B)(6) 2023 from 8:17:00 to 8:30:08, on (B)(6) 2023 from 23:28:19 to 23:28:20, and on (B)(6) 2023 at 8:56:36 due to losses of ac power occurring while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored each time. The system controller backup battery supplied power to the system and pump operation was not interrupted during the losses of ac power. There were no other notable events observed throughout the log file. Provided information indicated that one loss of ac power occurred due to the ac power cord becoming disconnected from the mpu when the patient fell; however, no further information was provided regarding the cause of the other instances of losses of ac power. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. The requests were also sent to determine if the ac power cord became disconnected from the back of the unit or from the wall outlet, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. However, no response was received. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that overnight on (B)(6) 2023 the patient had a high priority alarm while lying in bed plugged into ac power. The patient did not think the self-test button was pressed. The alarm self-resolved but nothing showed upon history review. A few no external power alarms were noted during the beginning of the month. One could be correlated to with the patient unplugging ac power when they fell, but the patient could not recall the other two. Log file review found low voltage and no external power alarms on (B)(6) while tethered to the mobile power unit. No events associated with a short to shield issue were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.